Manufacturer narrative:
The cause of the broken vial is unknown. No further evaluation of the device is possible.

Event description:
An operator was performing standard operations with the thromborel s reagent vial and a finger was cut by the glass vial. The bottom of the vial broke during opening. The operator received medical attention immediately and every two days for special wound treatment.